Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 425cc mentor smooth round moderate profile prosthesis and experienced postoperative left-sided deflation. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent removal without replacement on (B)(6) 2020. However, the patient is planning to undergo re-augmentation sometime in near future. The device was inadvertently discarded after explantation and is not available for product evaluation.